Manufacturer narrative:
(B)(4).

Event description:
It was reported that customer found a hair in the sealed packaging. Verbatim: ip customer found a hair in the sealed chloraprep packaging.

Manufacturer narrative:
Photos were available for evaluation. Visual examination of the photos shows hair inside original unopened package which verifies the reported issue. The hair originates from an operator. The manufacturing process has certain manual processes that may result in hair on the product. The procedures/process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto the product as they are loading components into their corresponding containers /packages, although associates wear hair nets, gloves, safety glasses, and head covers, if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/ or preventive measures during the manufacturing of the product. A production record review was completed for batch/lot 1018839 and no non-conformance was noted during the manufacturing of this lot. Corrective actions included the implementation and utilization of anti-electrostatic lab coats as a preventative measure. This failure will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported that customer found a hair in the sealed packaging. Verbatim: ip customer found a hair in the sealed chloraprep packaging.